Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, technical support guidance, or any corrective measures taken.